Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a patient who underwent a thrombectomy procedure on (B)(6) 2024 for treatment of ischemic stroke. A react-68 aspiration catheter and solitaire platinum (sfr3) stent retriever were used in the procedure. There was no reported device malfunction. The patient's baseline tici was 0; nihss was 13. Tici 2b was achieved in the procedure. It was reported that in post-operative imaging on (B)(6) 2024, hemorrhagic transformation of the infarct area was observed that had not be noted in index procedure imaging. There was no additional treatment or intervention for the hemorrhage event and it was noted to be resolving and the patient is recovering. The event was not considered life-threatening and did not result in patient disability, nor did it prolong the patient's hospitalization. Site assessment concluded the event was not related to the procedure or medtronic devices. The medtronic study sponsor assessment concluded the event was possibly related to the procedure. Additional information was received that the outcome was recovered/resolved on 2024-mar-15. Additional information received reported the mrs score was 0. Additional information received reported the intracranial hemorrhage was treated with intravenous (IV) mannitol. Thus, the study sponsor adjudicated the assessment of the of the event to indicate the adverse event was considered serious. The site assessment of the event was adjudicated to note that though not definitive, the event was considered to be related to the patient disease under study/index stroke and possibly related to the procedure.

Event description:
Additional information received reported that cec confirmed the event was caused by the study procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.